Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/24/2017 with the following findings: a review of the black box showed an unexplained power on reset. The battery compartment was cracked above and below the bumper pad. The returned battery cap threads were stripped. The battery cap was unable to maintain and electrical connection and duplicated the power complaint. A new test battery cap aws able to fit to maintain an electrical connection. It was used to complete rewind, load, and prime testing and 24 hour duration testing. No power on reset events were duplicated. Unrelated to the original complaint, moisture corrosion was found in the battery compartment. A leak was found in the battery compartment. The pump was opened to find no further evidence of moisture on the printed circuit board or internal components. No damage to the power circuit was found. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.